Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced needle through catheter. The following information was provided by the initial reporter: catheter branched out from needle.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/28/2021. H.6. Investigation: one unit and one photo were received by our quality team for evaluation. Visual inspection revealed that the catheter adapter assembly was intact over the needle with the tip of the needle piercing through the catheter tubing wall. The reported defect was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The defect of needle through catheter may originate during manufacturing. There is a 100 percent automated vision system inspection and a sampling plan implemented for tip spear and lie distance, which mitigates the occurrence of this defect. Preventative maintenance is performed to ensure proper functioning of the equipment. This type defect can also originate in the clinical setting. There is a possibility for the defect to originate due to improper use either during tip adhesion break or during the venipuncture attempt by moving the cannula up and down the catheter tubing or if the needle is advanced at a wrong angle. Based on the location of the defect and since it had been removed from its packaging, bd was unable to determine which scenario was more likely. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced needle through catheter. The following information was provided by the initial reporter: catheter branched out from needle.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced needle through catheter. The following information was provided by the initial reporter: catheter branched out from needle.

Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. The photo shows a view of a 24ga bd insyte autoguard IV catheter unit with the protective needle cover removed and the catheter adapter assembly intact over the needle with the tip of the needle is piercing through the catheter tubing wall. Visual observation of the photo verifies the needle is piercing through the catheter tubing wall near the tip, which is indicative of a tip spear through. There is no media present and no other anomalies or damage can be observed to the unit or components due to the limited view in the photo. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The defect of needle through catheter may originate as a part of the manufacturing process in zone 5 due to misalignment of the set together station, bent tubing, or air blow inconsistency. There is a 100 percent automated vision system inspection and a sampling plan implemented for tip spear and lie distance, which mitigates the occurrence of this defect. Preventative maintenance (pm) is performed to ensure proper functioning of the equipment. Pms were conducted at 100% as scheduled with no deviations. This type defect could also originate in the clinical setting. There is a possibility for the defect to originate due to improper use either during tip adhesion break or during the venipuncture attempt by moving the cannula up and down the catheter tubing or if the needle is advanced at a wrong angle. There is evidence that the IV catheter has been removed from the packaging which may also be indicative of either manipulation. Based on the location of the defect, the origin of manufacturing process or use cannot be verified and either scenario is probable. H3 other text : see h.10.